Event description:
It was reported that a user experienced alternating hyperglycemia and hypoglycemia during routine use, describing blood glucose excursions above 300 mg/dl after breakfast, a subsequent drop to 75 mg/dl before lunch, another rise above 300 mg/dl, and a later return to 75 mg/dl, while eating typical foods and being less active in cold weather; no alerts or alarms were reported, and additional information was requested from the user. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no reported hospitalization, no reported medical intervention beyond self-management, and ongoing information gathering. Investigation included customer follow-up to obtain event details and blood glucose information. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no specific device malfunction or component issue identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.